Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that on (B)(6) 2020, the customer¿s adc blood glucose meter would not power on with the button pressed. It was further reported the customer experienced unspecified symptoms of ¿hypoglycemia and a loss of consciousness¿ and the customer was unable to self-treat. A non-hcp treated the customer with ¿a spoon of sugar and chocolate ((B)(6))¿. No further treatment was reported. There was no report of death or permanent injury associated with this event.